Event description:
The monitors do not sound an alarm. Three of the sc6002xl monitors did not sound an alarm during the acute phases. The system were completely checked and handed over to the customer. Sc6002xl.